Event description:
During a routine device replacement procedure, when connecting the right ventricular (rv) lead to the new device, noise resulting in oversensing and pacing inhibition occurred. Provocative testing was performed and the noise was reproduced. The rv lead was disconnected and reconnected and the same noise occurred. Lead damage was suspected. The rv lead was capped and replaced during the procedure to resolve the event. The patient was stable.